Event description:
I had the series of 3 synvisc injections in both my knees. After the 3rd injections, my knees were very swollen, painful and stiff, to the point that I could barely walk, I had to go back to the dr to have cortisone injections in both knees, which was very painful. The next morning, the swelling has gone down, but the pain remains. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis both knees.